Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain. Consumer reported their recharger would not charge their implant. Patient reported their device did get low before but they were able to charge. It was also reported that their device was dead and they were getting the reposition antenna screen. Additional information was reported that the patient's ins had been overdischarged. The rep was assigned to clear the power on reset (por) after the overdischarge. The cause of the patient's overdischarge was been to a bad recharging belt. The por was cleared and the date and time were updated. After clearing the por message and communicating with the ins using the patient programmer (pp) and recharger they observed an in the box screen. It was discussed that emerging issue "in the box" which indicates the ins was last programmed using an 8840 aaq or earlier. The rep noted they did not see any validation errors on their tablet. The rep did not have an 8840 to read the ins. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting all the rep knew was the patient was dissatisfied, it was their 2nd day on the job and they did not understand anything that was going on. Their colleague did his best to appease the patient in every way possible. No further complications were reported or anticipated.